Event description:
Customer reported a low blood glucose event. Customer stated that he dialed in 9.8 units of insulin and didn't realized it. Customer collapsed and the paramedics were called. Customer had to drink three cokes. The insulin pump was in his pocket when the event happened. The blood glucose level was 27 mg/dl. The incident happened a few weeks ago. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.